Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that cartridge alarm (cartridge alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Customer's blood glucose ranged from 200 mg/dl to 260 mg/dl.